Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger ((B)(4)) found the cable assembly had a broken connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient went to charge their implant and the recharger was dead. The patient had the recharger plugged in for 2.5 hours and the recharger was not charging. The patient confirmed the recharger screen was blank. The patient noted their implant had to be charge because it had been dead and off for 6 days. The patient noted it took such a long time to recharge implant if it went completely dead. The desktop charger green light was on and the connector pin wiggled when plugged into the recharger. It was further reported that the patient received a replacement desktop charger and they plugged it into the recharger for a whole day, but the recharger still had a blank screen. The recharger was dropped a couple of times several months ago, however, it had not gotten wet. The power supply arrows lined up and the connector pin had a tight fit. No symptoms were reported. No further complications were reported or anticipated.